Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05nov2019.

Event description:
The customer reported alarm light emitting diode (led) failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The field service engineer performed evaluation and confirmed the reported problem. The customer was advised to replace the power switch overlay. The field service engineer was informed by the customer that replacing power switch overlay resolved the issue.